Manufacturer narrative:
Follow-up # 1 date of submission 08/08/2013- device evaluation: the pump has been returned and evaluated by product analysis on 07/16/2013 with the following findings: a review of the black box history shows an unconfirmed ¿replace battery¿ alarm on 05/18/2013 at 08:05. The battery voltage at the time of the alarm was low and the unconfirmed alarm completely discharged the battery, at which time the pump began to continuously reboot. The battery compartment and cap were returned intact. During testing, the pump powered on appropriately. The pump was exercised for 24 hours with no power interruptions occurring. During investigation, the pump was opened and no internal damage was found.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient claimed the animas insulin pump has power issues. The patient replaced the pump with 3 new batteries. When he awoke, the subject pump lost power up. The subject pump did not have physical damage or moisture within. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.